Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary :(B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the lead showed high pacing impedance (increased from 2287 to 3500 ohms). The lead was not implanted. No patient complications have been reported as a result of this event.